Event description:
Plaintiff reports initial bilateral implantation 9/23/74 with explant 8/1/75. Plaintiff alleges various symptoms including but not limited to, infection, ruptures, and silicone symptoms.